Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that post-operative surgical paddle placement, the patient was unable to feel his legs. The rep indicated that the patient needed an MRI to assess lead placement and reason for the patient not being able to feel legs. The rep noted that the patient was implanted with the lead and ins on the day of the reported. Additional information received from the manufacturer representative reported that the patient was seen by the healthcare provider on (B)(6) 2019. It was noted that the patient had suffered a postop hematoma with cord compression and myelopathy. The patient had a laminectomy for evacuation of the hematoma. The patient was improved but still had myelopathic when he left after the implant. On (B)(6) 2019 the patient was ambulatory without any assistive device and was doing very well other than his chronic pain. It was mentioned that the lead and system was removed the same day.